Event description:
The customer reported that there was a constant tone on the insulin pump. Troubleshooting was performed by removing the batteries for five minutes and restarting the device. After the restart process the alarm history was checked and there was an error alert. The customer's blood glucose was 485 mg/dl which was treated with an injection. The customer was advised to insert fresh batteries into the device upon which the device resumed normal function. Assistance was provided to clear a battery out limit alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.